Manufacturer narrative:
The customer reported that the extension set was leaking / breaking. One photo was received of material mx9171. The photo shows that extension set was filled with a cloudy white substance, however, the photo does not show leakage from the filter vent. The customer complaint of leakage could not be verified by the visual examination of the photo submitted. A root cause could not be determined because a physical sample was not available for evaluation. A device history record review for material# mx9171 and lot# 23019378 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mx9171, batch #: 23019378. It was reported by customer as leaking / breaking. Verbatim: leaking / breaking. Have five product complaints of this sku and lot number 23019378.

Event description:
It was reported while using bd extension set 1.2 micron filter leakage occurred from a damaged portion. There was no report of patient impact. The following information was provided by the initial reporter: leaking / breaking. Have five product complaints of this sku and lot number: 23019378.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.